Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while the surgeon was implanting proximal femoral nailing system (tfna), when trying to drive the unknown helical blade to the tfna nail, it did not advance and pass the tfna nail. The surgeon could not back off the set screw or get the insertion handle off with the nail. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 d9 h3, h6: manufacturing location: monument manufacturing date: september 10, 2020. Expiration date: august 31, 2030. Part number: 04.037.142s, 11mm/130 deg ti cann tfna 170mm-sterile. Lot number: 69p3743 (sterile). Lot quantity: 6. Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and all components issued met current defined requirements. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿helical blade would not advance and pass the nail; locking device partially set¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the 11/130 deg ti cann tfna 170 - sterile (p/n: 04.037.142, lot number: 69p3743 ) was received at us customer quality (cq). Visual inspection of the complaint device showed it was stuck and unable to be disassembled from the returned mating devices. No other issues were identified. Functional test: a functional assessment was performed on the complaint device and the two returned mating devices. The devices were unable to be disassembled from each other. The complaint was not able to be replicated. Dimensional inspection: a dimensional inspection was unable to be performed due to inaccessibility of relevant component dimensions. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the complaint device cannot be disassembled from the returned mating devices. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while the surgeon was implanting proximal femoral nailing system (tfna), when trying to drive the unknown helical blade to the tfna nail, it did not advance and pass the tfna nail. The surgeon could not back off the set screw or get the insertion handle off with the nail. There was a surgical delay of five (5) minutes. The procedure was completed successfully. This is report 1 of 3 for (B)(4).